Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication failure resulting in signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, for which the agent guided the user to toggle the cgm type setting and restart the ilet to reinitiate pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with the communication link, with device components relevant to electrical and magnetic functions and the antenna implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.